Event description:
Presenting e ectrograms egm) is suggestive o intermittent rv non-capture lea was manufactured by st jude. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).